Manufacturer narrative:
Correction: return not received, appropriate codes inputted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-49673 related manufacturer reference number: 2017865-2023-49676 it was reported a patient presented with a systemic infection. Their system was explanted in a procedure on 4 oct 2023. Post-procedure the patient was stable.